Event description:
It was reported that during a hepatectomy procedure, the active blade of the device scalpel fractured and sheared off. The blade portion was recovered from the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.